Event description:
It was reported that during a follow up in clinic, oversensing due to noise was noted on the right atrial lead resulting in a vibratory alert on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.